Manufacturer narrative:
B5: additional information has been updated. H3: product analysis stated that the handle, probe, and an open pouch were returned in a double resealable bag. The pouch was open from 3 of 4 sides when returned. Upon return, the probe was inserted into a handle. There were no traces of contamination observed on the probe or the handle. There was also no damage noted in the construction of the probe or the handle. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.29 ohms which was in specification. The device was connected to a nim system using a 1.0ma stimulating current and 100¿v threshold and while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200v. There was no reading issue observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: codes b01, c19 and d1102 has been updated. The previously updated b17, c20 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the no stimulus delivery tone was heard when attempting to stimulate the nerve. No waveform was displayed on the monitor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery the monoprobe did not response while attempting to use. The procedure was completed with another product. There was no patient impact.